Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >400 mg/dl with ketones while wearing the pod between 4 and 24 hours. The patient was treated with IV(intravenous) fluids. The hospital also did some blood work. The patient was released the same day. The pod was changed on there way to the emergency room (ER).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.